Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the complaint (B)(4) has been evaluated. The batch 6002539 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instructions guidelines for test of reference samples buid-umd version 11 for the code tubing detached from hub. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. The following test was performed: visual test according to with work instructions version 16 test on returned unused/used/reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to with work instructions version 4 test on returned unused/used/reference samples, 10 samples out 10 samples passed the test. A batch record review was conducted resulting in the following: the lot 6002539 was manufactured according to the document version 77 on the packing process in the machine 12, on 06/aug/2023, with a total of (B)(4) units. Review of the device history records (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event: as a result of the following: no reported harm, no defect on test, no non-confromance (nc) raised during production. No further actions are required.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in canada it was reported that patient faced an infusion set tubing detached event on 16-aug-2024. The site location was leg. The location of detachment was at. Infusion set was used for overnight. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: canada.